Manufacturer narrative:
(B)(4). Evaluation of the returned device found the returned device was fully clip deployed. The internal and external examination found all of the components in the correct post deployment positions and undamaged. During testing the device was cleaned, reset and re-deployed and functioned normally. There were clip tine witness marks at the distal end of the carrier tube. There was nothing detected with the returned device that would contribute to the reported experience of the device failing to deploy. Therefore, the reported experience could not be confirmed. The device misfiring or failing to deliver the clip at the intended site can be influenced by many factors that include, but are not limited to: retraction of the device during clip deployment can result in incomplete tissue capture and clip deployment above the artery; failing to raise the device the device from 45 degrees to 60-75 degrees prior to clip deployment may result in incomplete tissue captured. There was no manufacturing or quality issue detected. A review of the device history records did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the device deployed but 'failed'. Manual compression was used to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.